Manufacturer narrative:
The complete lifepulse hfv system in use at the time of the reported event (hfv model 204 serial number (B)(6) patient box model 314 serial number (B)(6), patient circuit lot number 23123765) was returned for investigation. While an issue was observed with the patient circuit (temperature sensor failure), this issue was unrelated to the potential patient involvement reported. The hfv and patient box were confirmed to have no issues and to be functioning correctly, with all safety measures operating to specifications. Summary of investigation: the reported symptom (jet alarmed temp sensor malfunction) could be verified and was reproduced as reported. Although operation was very stable, a humidifier check circuit temp alarm was generated as soon as the hfv was put into operation. The cartridge thermistor's initial measured resistance at an ambient temperature of 24.4 degrees c was 0.064k ohms. The ideal calculated resistance response based on the measured temperature is 10.267k ohms, confirming a malfunction. The reported symptom (damaged humidifier cradle. Patient was sprayed with water. Desaturation occurred to patient and required them to be bagged.) Could not be verified and was not reproduced as reported. The patient breathing circuit was replaced with lot 23113718 (in-house test pbc). After which the system was operated for over 7 days in the hfv ready condition, with no anomalous operation observed, no fluctuations and with no alarms of any type generated. No physical problems were found with the contact block or with any of the spring contact probes or with the cartridge door assembly. Both the water level low and high detection circuitry and the pump drive circuitry was verified to be operating and responding correctly. The cartridge was verified to fill to the correct levels with the water never exceeding the mid-level sense pin. The system was thoroughly inspected, tested and operationally verified to have no additional problems. The system stabilized at the default controls settings with all monitored values remaining very stable with very little fluctuations. The hfv fi subject unit and the pb fi subject unit were fully serviced and passed all applicable testing requirements.

Event description:
As reported by the user facility: "damaged humidifier cradle. Patient was sprayed with water. Desaturation occurred to patient and required them to be bagged. Jet alarmed temp sensor malfunction. Changed the circuit and the ventilator resumed normal operation."